Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partly extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and was not sensing appropriately. An invasive procedure was performed to reposition the lead. During the procedure difficulty was experienced extending the helix. The lead was removed and a new lead was successfully implanted. No additional adverse patient effects were reported.